Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case device only, reported by a consumer who contacted the company to report a product complaint (pc), with additional information from a second consumer reporter, concerned a (B)(6) asian female patient. Medical history included a hypertension and insufficient blood supply. Concomitant medications included unspecified neurotrophic and hypotensive drugs. The patient received an unspecified insulin via a reusable pen humapen ergo ii, 22 units in the morning and 10 units each evening, subcutaneously for the treatment of diabetes mellitus beginning on an unspecified date in 2009. On (B)(6) 2015, she was admitted to the hospital due to a hyperglycemia episode because she could not have her insulin injection because her humapen ergo ii button could not be pressed down because it was broken (pc: 3628388/ lot number: 1108d02). On (B)(6) 2015, she was discharged from hospital. Information regarding corrective treatments, outcome of the event and laboratory finding was not provided. The unspecified insulin therapy was continued. The patient was the operator of the humapen ergo ii and her training status was not provided. The general humapen ergo ii general duration of use and reported humapen ergo ii duration of use were of approximately six years. If humapen ergo ii was returned, evaluation would be performed.. The reporting consumer did not know if the event was related either to the unspecified insulin therapy or to the humapen ergo ii. The second reporting consume did not provide a relatedness assessment between the event and the unspecified insulin therapy. Update 12-apr-2016: this case was determined to be non-valid since there was no identifiable suspect drug reported. Edit 15-apr-2016: upon internal review, this case was changed to valid for device only. Upon review of the product complaint database (from information received on 05-apr-2016), suspect device type was changed from humapen unknown body type to humapen ergo ii. Pc was processed accordingly and narrative was updated accordingly. Update 18-apr-2016: upon review of this case, the case was opened to update the medwatch for regulatory reporting. Update 20-apr-2016: additional information was received from a second reporting consumer on 15-apr-2016. The type of insulin used was continued as unknown. Added a second reporter (family member of the patient) and the discharged date from hospital. Updated narrative with new information. No further information was added to the case.

Manufacturer narrative:
Follow up is planned. Evaluation summary: a female patient reported the injection button of her humapen ergo ii device could not be pressed down because it was broken. The patient experienced hyperglycemia. The investigation of the returned device (batch 1108d02, manufactured august 2011) found that the device met functional requirements and met dose accuracy glide force specifications. The injection button appeared normal. No malfunction was identified. The patient stated the device was used for 6 years although, based on the manufacture date of the device (2011), it was likely used for 5 years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years, after first use. There is evidence of improper use. The patient likely used the device beyond its approved use life; however, the extended use is not relevant to this case as the device met functional and dose accuracy glide force specifications.

Event description:
(B)(4). This report is associated with product complaint: (B)(4). This spontaneous case device only, reported by a consumer who contacted the company to report a product complaint (pc), with additional information from a second consumer reporter, concerned a (B)(6) asian female patient. Medical history included hypertension and insufficient blood supply. Concomitant medications included unspecified neurotrophic and hypotensive drugs. The patient received unspecified insulin via a reusable pen humapen ergo ii, 22 units in the morning and 10 units each evening, subcutaneously for the treatment of diabetes mellitus beginning on an unspecified date in 2009. On (B)(6) 2015, she was admitted to the hospital due to a hyperglycemia episode because she could not have her insulin injection because her humapen ergo ii button could not be pressed down because it was broken (pc (B)(4)/ lot number 1108d02). On (B)(6) 2015 (conflicting information, (B)(6) 2016), she was discharged from hospital. Information regarding corrective treatments, outcome of the event and laboratory finding was not provided. The unspecified insulin therapy was continued. The patient was the operator of the humapen ergo ii and her training status was not provided. The general humapen ergo ii general duration of use and reported humapen ergo ii duration of use were of approximately six years. The device was returned on 12-apr-2016, and no malfunction was found. The reporting consumer did not know if the event was related either to the unspecified insulin therapy or to the humapen ergo ii. The second reporting consume did not provide a relatedness assessment between the event and the unspecified insulin therapy. Update 12-apr-2016: this case was determined to be non-valid since there was no identifiable suspect drug reported. Edit 15-apr-2016: upon internal review, this case was changed to valid for device only. Upon review of the product complaint database (from information received on 05-apr-2016), suspect device type was changed from humapen unknown body type to humapen ergo ii. Pc was processed accordingly and narrative was updated accordingly. Update 18-apr-2016: upon review of this case, the case was opened to update the medwatch for regulatory reporting. Update 20-apr-2016: additional information was received from a second reporting consumer on 15-apr-2016. The type of insulin used continued as unknown. Added a second reporter and the discharge date from hospital (with conflicting information). Updated the narrative with new information. No further details added to the case. Update 27-apr-2016. No additional information was received from the initial reporter on 22-apr-2016 since the reporter did not remember the type of insulin the patient used. No more changes were made. Update 12-may-2016: additional information received on 12-may-2016 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the improper use and storage to yes; updated the malfunction field to no; updated the medwatch and european and canadian device reporting elements; and updated the narrative. Edit 17-may-2016. A pc number was received from the affiliate on 10-apr-2016 and it was already processed accordingly. No more changes were made to this case.